Event description:
It was reported that the arctic sun device was not cooling. Chiller temperature (t4) showed a temperature of mid 20c. A drainage of the chiller tank showed about 0.5l of water. They discussed this was indicative of a failed chiller. Per support or biomed via phone on 23mar2023, it was reported that the chiller was not working on the device. At this time, it was being decided if the unit should be replaced or repaired. Per investigator notification received on 03aug2023, it was reported that the double bend tube was expanded, the tank seals were lifted from the tank, the flowmeter was not maintaining minimal calibration test unit (ctu) flow . Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that t4 in the chiller stayed the same temperature as the main tank and would not cool. Replaced chiller with sn (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. Chiller temperature (t4) showed a temperature of mid 20c. A drainage of the chiller tank showed about 0.5l of water. They discussed this was indicative of a failed chiller. Per support or biomed via phone on (B)(6) 2023, it was reported that the chiller was not working on the device. At this time, it was being decided if the unit should be replaced or repaired. Per investigator notification received on (B)(6) 2023, it was reported that the double bend tube was expanded, the tank seals were expanded, the flowmeter was not maintaining minimal calibration test unit (ctu) flow. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that t4 in the chiller stayed the same temperature as the main tank and would not cool. Replaced chiller sn (B)(6). The device did not meet specifications, and was influenced by the reported failure. It is unknown if there was patient involvement. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported, that the arctic sun device was not cooling. Chiller temperature (t4) showed a temperature of mid 20c. A drainage of the chiller tank showed about 0.5l of water. They discussed this was indicative of a failed chiller. Per support or biomed via phone on 23 mar 2023, it was reported that the chiller was not working on the device. At this time, it was being decided if the unit should be replaced or repaired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.